Manufacturer narrative:
The customer's report of a leak was confirmed. The as-received samples were visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. No issues were noted. Further inspection under magnification noted no issues with any of the tubing depths within the parallel connector. Functional testing was performed and it was observed that there was a fluid leak at the engagement between one of the three tubing's to the parallel connector component. The root cause was identified as a sink condition in the parallel connector component (supplier issue).

Event description:
The set was received as an unexpected return with a report that the trifuse set leaked . A note attached to the set stated;" 3 way leaking".although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided.

Event description:
The set was received as an unexpected return with a report that the trifuse set leaked . A note attached to the set stated;" 3 way leaking". Although requested, no further details were provided by the customer for this event.